Manufacturer narrative:
E1: patient city:(B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient was dissatisfied with the infusion set as quick release twisted off during use and resulted in insulin leakage.the event occured on (B)(6) 2026. No further information available.